Manufacturer narrative:
Concomitant products: product ID 7434a, serial # (B)(4), implanted: (B)(6) 2004, product type programmer, patient; product ID 3888-33, lot # j0444008v, implanted: (B)(6) 2004, explanted: (B)(6) 2014, product type lead; product ID 748966, serial # (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2014, product type extension. (B)(4).

Event description:
It was reported that the patient lost a lot of weight and so the device ¿rolled around in there.¿ follow-up was performed to determine if any troubleshooting had occurred, if any cause of the event had been determined, if any intervention occurred, and if the patient had any further concerns. This event will be updated if additional information is received.